Manufacturer narrative:
Additional information received. The facility reported a cq cartridge was used but this cartridge is not the recommended cartridge for the model lens used (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4).

Event description:
The reporter stated the aq2010v silicone three piece lens +20.0 diopter was partially inserted in the patient's eye on (B)(6) 2016 when the lens was clipped by the inserter, the lens was explanted on (B)(6) 2016 without patient injury. It was indicated that the cause of the lens damage was due to possible human error.

Manufacturer narrative:
(B)(4).